Manufacturer narrative:
Stryker evaluated the customer's device. The reported issue was able to be verified and able to be duplicated. Calibration was performed on the device resolving the issue. Repairs unrelated to the reported issue were complete. Root cause was due to the device being out of calibration. The device passed functional and performance testing and was returned to the customer.

Event description:
The customer contacted stryker to report that the synchronized cardioversion timing on their device was out of tolerance. If sync time exceeds the upper limit of 60 milliseconds, that may deliver the energy on the t-wave, which could cause a patient to go into ventricular fibrillation. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that the synchronized cardioversion timing on their device was out of tolerance. If sync time exceeds the upper limit of 60 milliseconds, that may deliver the energy on the t-wave, which could cause a patient to go into ventricular fibrillation. There was no patient use associated with the reported event.